Manufacturer narrative:
Tian et al. "Total elbow joint replacement for the treatment of distal humerus fracture of type c in eight elderly patients." Journal title. 8(6):10066-10073. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that one patient was treated for ulnar nerve symptoms following elbow arthroplasty. The treatment was successful. Article states "excessive pulling during operation" may have contributed. No further information is available.